Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing power error alarm and it forced him to change his battery every 2 days. The customer¿s blood glucose was unknown. Nothing further reported. The insulin pump will not be returned for analysis.